Manufacturer narrative:
.

Event description:
The patient reported that they began to have accidents again but did not realize they had an accident. The patient was on program 3 at 4.4 v where the felt stimulation in the correct location. The patient also noted that at 4.4 on program 3 they felt an "aching" sensation in their vagina. The patient switched to 4.0 v on program 2. They felt overstimulation from 4.9-4.2 v. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.